Event description:
Related manufacturer reference number: 1627487-2019-07350. It was reported that the patient was not experiencing adequate stimulation with their drg system. In turn, the patient underwent surgical intervention wherein one of the leads was explanted and replaced and the other was cut and disconnected from the ipg, but left in place and replaced with another lead in a different location.